Event description:
During an unrelated procedure, lead was observed on fluoro and found to be dislodged. Physician believes the lead is likely in the pa. Lead was left actively implanted, but will be explanted in the future. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.